Event description:
The customer reported to the sales rep. The following, while opening the packaging the foam layer which is above the nail was fixed to the outer packaging. To be able to get the nail out of the packaging we had to pull. The result was that the set screw fell out of the packaging onto the floor. Another nail was used.

Manufacturer narrative:
The device packaging will not be returned for evaluation. Once the investigation has been completed any additional information will be reporterd in a supplemental report.